Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pace impedance measurements greater than 2,000 ohms along with high pacing thresholds measuring 2.3 volts. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned. The lead was tested through the pacing system analyzer (psa) however, the impedance went back in the acceptable range during the revision procedure. The shock impedance measurements remained within normal limits. The patient was not dependent on rv pacing. No adverse patient effects were reported.